Event description:
It was reported that during a prostate procedure, the laser system displayed the message "problem 171". The procedure was completed using an alternate surgical procedure (turp). The patient's outcome was reported as "fine". There was no injury reported.

Manufacturer narrative:
Laser console analysis/field repair: system error code 171 (resonator issue) was confirmed. The resonator was replaced; the system was calibrated, tested and verified to manufacturers specifications.